Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was also contact corrosion on the video connector contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image turns green on the visera pro video system center when connected to otv-s7proh-hd-12e during an unknown procedure. The entire endoscopic image turned green for two to three seconds. Initially the camera was replaced but the issue was not resolved. The procedure was able to be completed with the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected data: g3 for 8010047-2022-06798 (medwatch # (B)(4)) was 09mar2022 and not 24mar2022. Device evaluation: the customer¿s allegation was not confirmed. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the customer¿s allegation could not be confirmed, the cause of the failure could not be determined. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.